Manufacturer narrative:
Report date: 20jul2021.

Event description:
The customer reported error: post audible back up alarm failure. The customer reported that the unit was not in use on patient at the time of event. The customer contacted product support and reported that unit has error 1104 and he has replaced the pm and mc boards already and still has the issue. Advised caller to replace the cpu as outlined as step 1 in the service guide for this error code. The customer replaced the cpu board to address the reported issue. No further issue was reported.